Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing due to a rite - therapy monitored volume failed performance spec: (B)(4). This occurred during evaluation and there was no patient involved.

Manufacturer narrative:
(B)(4). Device evaluation: the device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device for the issue of a failed homechoice (hc) return instrument test/evaluation (rite) failed functional test for therapy monitored volume failed performance spec. The readings were: fill 1, drain 1, fill 2, and drain 2 exceeded the limits. The rite volumetric specification is (B)(4) and the rite volumetric test results were fill 1 828.5 ml, drain 1 827.7 ml, fill 2 829.4 ml, drain 2 831.0 ml. (B)(4) evaluated the device. An inspection performed on the piston revealed the foams were disintegrated. The assignable cause was determined to be piston foams disintegrated. Piston and foams to be scrapped.